Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a scrotum skin infection. It was also noted that the pump was stuck to the skin. The ipp was explanted. There were no additional patient complications.